Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted in a 47 year-old female patient in (B)(6) 2023 with initial setting pressure of 120mmh2o. Since the patient was with pitting in head, the physician adjusted the setting pressure to 180mmh2o. On (B)(6) 2023, the patient went to the hospital for follow-up visit and a cranioplasty was done. The setting pressure of the valve showed as 180mmh2o under x-ray check. On (B)(6), the patient went to the hospital for anxiety, insomnia, and there was trace of the hole on titanium mesh on left forehead and the physician suspected that there is problem with the hakim valve since it was still over-draining under high setting pressure (180mmh2o) which led to the slit ventricle syndrome. The valve remains implanted.

Manufacturer narrative:
Hakim valve (ID 823832) was not returned for evaluation as the product is still in use in patient; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.